Manufacturer narrative:
(B)(4). The lot was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for the ablation procedure?- soft tissue ablation. What was the size of the lesion?- unknown. At what depth was the probe tip located?- unknown. Where was the tip of the trocar in relation to the probe tip?- unknown. Were any error messages displayed or device issues identified? Please describe.- the tissue-loc thermocouple on channels 1 and 3 has failed. When was the burn identified? After the procedure. What was the degree of the skin burn? Unknown. Did the patient receive treatment for the skin burn? If yes, please describe. Yes- debriding. Are photos of the burn or any imaging available? No. What is the current status of the patient? Unknown.

Event description:
It was reported that during a liver ablation: "I was not present for the event, but was relayed the following information. A patient sustained injury during a microwave ablation procedure. Patient sustained burn on umbilicus. The probe used was a pr15xt and was utilized in conjunction with a metal trocar." It is unknown how the case was completed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/20/2019. Data evaluation summary: call home was reviewed for system nm15nea00350 on 9/27/19. This was a surgical liver case. A pr15, nm19ncb78786, was connected to channel 1. Another pr15, nm19ncb78383, was connected to channel 2. 18 minutes later, probe 1's tc1 and tc2 failed (probe temperature measurement errors). This probe was disconnected. A new probe, nm19ncb78779, was connected to channel 1. Probe 2 was disconnected. Probe 1 was disconnected. Probes nm19ncb78779 and nm19nhb85610 (new probe) were connected to channels 3 and 1, respectively. The probes were tested and put into tissu-loc. A total ablation time of 4:00, 85w each were completed. The probes were disconnected and this marked the end of the case. The probe temperature measurement errors were verified in call home. The probe was discarded so no device will be returned. No further information is available. The root cause is unknown. Lot ml19024082 was reviewed (in process sn (B)(6)). No problems were seen during the manufacturing and testing of this lot.